Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the drainage eyes of the device were not punched.

Manufacturer narrative:
Received one used touchless catheter with the original unit packaging. In the visual inspection, it was noted that the two eyelets of the catheter were not fully punched. The catheter had the marks of the punch in the area where the eyelets should be located. Further evaluation observed that the burr was stuck in the eyelets of the catheter. Per the tactile evaluation, the catheter was slipped through the fingers and a barb was felt in the section of the eyelets of the catheter, caused by the burr stuck in the catheter. The reported event was confirmed as manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "5.-place your non-dominant hand on the finger control guide to stabilize catheter in urethra. With your dominant hand, grasp catheter through bag approximately 1" below the finger control guide and push catheter into urethra. The catheter should be introduced by short, repetitive pushing motions. Repeat motions until catheter reaches bladder and urine starts to flow. 6.- allow urine to flow freely, making certain the catheter guide is elevated at least 4" above lower portion of the bag. Allow flow until bladder is empty or until bag is filled. Precaution: it is recommended that the collection bag be held. The catheter could possibly separate from the collection bag when urine increases weight of the bag." (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the drainage eyes of the device were not punched.